Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign matter was found on a 6mm bd¿ insulin syringe. No report of serious injury or medical interventions reported.

Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; unable to perform complaint lot history check due to unknown lot number for something on needle. Investigation summary: customer returned (3) loose 3/10cc, 6mm syringes. Customer states that the surface of the needle is not smooth. All returned syringes were examined visually and under the microscope and all exhibited clear hard material on the surface of the cannula. A small portion of this material was removed from the cannula shaft and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of adhesive. Unable to perform DHR check due to unknown lot number for something on needle. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A. Minervino (B)(6) 2017. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A. Minervino (B)(6) 2017 root cause description the probable root causes for this issue are: misadjustment of the adhesive nozzle. Flow on adhesive nozzle is set too high. A. Minervino (B)(6) 2017. As per manufacturing, during production on the needle lines, cannulation of the hubs utilized in the 'snap-fit' design of this product occurs in a series of steps. Within this process, the cannula is pulled slightly out of the hub after adhesive is applied, to help spread adhesive down into the hub and along the length of the non-patient end of the cannula. This process is facilitated by a rubber "o-ring", that, should adhesive get on the o-ring itself, can transfer this adhesive onto the cannula. Additionally, a misalignment of the adhesive nozzle during application, can cause the splattering affect noted within this samples. As the adhesive appears to be roughly in the sample locations along the patient end of the cannula, probable root cause is likely to be adhesive having been on the o-ring during cannulation. CAPA (B)(4) was initiated by the holdrege plant to address adhesive runover/shield difficult to remove defects and their associated root cause(s). A. Minervino (B)(6) 2017.